Event description:
During a video conference at elso a customer raised a potential concern. Therefore mcp has initiated a complaint proactively. It was reported that a patient observed a bloodstream infection. An hls set was used during the treatment and the customer is aware of the ongoing packaging fscas. The customer stated to has no reason to think that the hls set was the source of the infection but was wondering if it could be related to the packaging issues. Getinge contacted the customer on (B)(6) 2023 and customer provided more information: the source of the infection is unknown, and no information suggests that the hls set was non-sterile. The hospitals investigation was prompted by two fungal infections in cases where getinge circuits were not used. The infection of the patient was detected at least on the third day of treatment. Only specifically credentialed employees are responsible for setup. They are trained to carefully inspect packing before use and quarantine if there is any damage. This customer does keep a cardiohelp/hls set pre-primed at all times and their policies allow for up to 30 days and the customer culture the sets (frequency and regularity unknown) and has not turned up a positive previously. Referring to the instruction for use (IFU) of the hls set advanced 5.0/7.0, hit set advanced 5.0/7.0 in chapter 4.1 ¿basic safety instructions¿ it is stated that the use of non-sterile or defective devices can result in infection of the patient, user and third parties. Therefore, to only use the device if it is sterile, to not use the device if it or the sterile packaging is damaged, to observe the use-by date on the packaging and always to observe strict asepsis when handling the device. In chapter 6.2 ¿priming the system¿ it is stated that pre-priming (too early filled system) can lead to bacterial growth in the system and infections in the patient. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
During a video conference at elso (extracorporeal life support organization) a customer raised a potential concern. Therefore mcp has initiated a complaint proactively. It was reported that a patient observed a bloodstream infection. An hls set was used during the treatment and the customer is aware of the ongoing packaging fscas. The customer stated to has no reason to think that the hls set was the source of the infection but was wondering if it could be related to the packaging issues. Getinge contacted the customer on 2023-08-16 and the customer provided more information: the source of the infection is unknown and no information suggests that the hls set was non-sterile. The hospitals investigation was prompted by two fungal infections in cases where getinge circuits were not used. The infection of the patient was detected at least on the third day of treatment. Only specifically credentialed employees are responsible for setup. They are trained to carefully inspect packing before use and quarantine if there is any damage. This customer does keep a cardiohelp/hls set pre-primed at all times and their policies allow for up to 30 days and the customer culture the sets (frequency and regularity unknown) and has not turned up a positive previously. The customer confirmed that they use a bridge in the circuit which is not part of the standard hls tubing set. The affected product was not available for investigation and therefore the exact root cause remains unknown. A medical review was performed by getinge medical affairs on 2023-12-20 with following conclusion: "given that no additional information has been divulged by the customer (despite multiple requests) regarding a queried association between patients with infections and the use of the hls set advanced, it is difficult to suggest a possible correlation between the clinical event and the use of the product. As suggested, no data has been submitted by the customer hinting at a possible association. The activity of prepriming the hls set advanced product complicates any such association. The emerging practice of pre-priming extracorporeal circuits for extended periods prior to clinical application has been reported in the literature and in practice guidelines. The extracorporeal life support organization (elso) supports the practice of ¿priming at time of use, or days before¿ but not to ¿exceed 30 days¿ prior to use. The source of the 30-day threshold does not appear to be referenced by elso but has been reported in the literature by several authors.1-3 however, the product instructions for use (IFU) advises against the practice of pre-priming of extracorporeal disposables (as a conservative approach) due to the risk of bacterial growth, accumulation of air bubbles, and the possibility of circuit leakage. The frequency and regularity of circuit culturing was unclear when discussed with the customer. That said, it remains unclear if the protocoled regularity of culturing further complicates the discussion of a perceived association between the clinical events of infection of getinge product use. In conclusion, an association between infection and hls set advanced deployment has not been established by the customer or may be suggested in this review. Therefore, a reasonable conflation of the clinical event(s) and the use of the product may be neither advanced nor proposed." In order to avoid reoccurrence of the reported event, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapters of the instruction for use (IFU) of the hls set advanced 5.0/7.0, hit set advanced 5.0/7.0 - chapter 4.1 ¿basic safety instructions¿ it is stated that the use of non-sterile or defective devices can result in infection of the patient, user and third parties. Therefore, to only use the device if it is sterile, to not use the device if it or the sterile packaging is damaged, to observe the use-by date on the packaging and always to observe strict asepsis when handling the device. - chapter 6.2 ¿priming the system¿ it is stated that pre-priming (too early filled system) can lead to bacterial growth in the system and infections in the patient.